Event description:
The information received from the field stated that this female patient presented to the interventional lab for repair of a lesion located in the renal artery. The information states that the balloon ruptured at nominal pressure. There was no injury to the patient. The procedure was successfully completed with another balloon. Additional patient and procedural information has been requested, but has not yet been forthcoming. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.